Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 869-021, 510k# k040962 and (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fixation at (B)(4). Post-op, the tip of the cranial side rod touched with the skin and it looked like a decubitus ulcer. The patient underwent revision surgery in which the cranial side rod was cut with a giant cutter and the wound was closed.